Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: (B)(6)2024 explanted: product type screening device product ID 306001 lot# unknown serial# implanted:(B)(6) 2024 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6)2024. It was reported that there was a lead issue. The lead was broken, damaged, or cut. Patient advised that their leads came out. The cause of the issue was not known. It was unknown whether the issue was resolved.